Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, a consultant was using our electrode for uterine resection and the top of the electrode had burnt the top of the uterine cavity. No death or (unanticipated) serious deterioration in state of health reported.